Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis. Log file data from the reported event dates of 01apr2025 ¿ 02apr2025 was reviewed. The controller event log file did not contain data from the reported event date of 01apr2025. A backup battery fault alarm was active for the duration of the data reviewed and the onset of the alarm was not captured. The periodic controller log file showed the backup battery fault alarm active on 01apr2025. Because the onset of the alarm was not captured, the exact cause of the backup battery not passing its load test is not able to be determined. The alarm did not prevent the controller from supporting the system as intended. No other notable events were observed in the data reviewed. Provided information indicated that the alarm resolved when the system controller was exchanged. The system controller did not return for analysis. The reported backup battery fault alarm was determined to be due to the backup battery not passing the load test. A corrective and preventative action (CAPA) was implemented to address the backup battery not passing the load test due to issues with the backup battery connector. Per the device history record review, the system controller was manufactured prior to the implementation of the CAPA, which implemented the application of grease on the backup battery cable. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. It was noted during this review that the controller was manufactured without the application of grease to the backup battery cable, consistent with it being manufactured prior to the implementation of CAPA 116200. Heartmate 3 instructions for use (rev. G) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. G) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced an emergency backup battery (ebb) fault alarm on (B)(6) 2025, which resolved with a system controller exchange. Log files were submitted for review. Following review of the submitted log files, it appeared there were ebb faults on (B)(6) 2025 due to the ebb failing the load test. There were no other unusual events identified in the log files. The mechanical circulatory support (mcs) equipment appeared to have functioned as intended.

Manufacturer narrative:
Section e1 address line 1: (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.